Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the compressor generated an alarm for low pressure. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). During preventive maintenance performed by our field service engineer (fse), the compressor indicated low pressure. A hole in the compressor¿s internal tubing was noted. The tubing were replaced as recommended in the service manual when the compressor indicates a low pressure. The compressor then passed all functional and safety tests and was cleared for clinical use. The replaced tubing were not returned for investigation. Since no parts were returned for investigation, the root cause has not been conclusively determined but malfunction of the replaced internal tubing, such as leakage, could have been a contributing factor.

Event description:
Importer ref. #: cc-cpl-2018-01899. Manufacturer ref. #: (B)(4).